Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00867.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, an "underspeed" error message occurred on the cardioplegia roller pump. The device was not changed out, as the perfusionist (ccp) adjusted the occlusion and adjusted the tubing placement to resolve the issue. There was a delay of about thirty seconds. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the ccp that was involved in the procedure said this large roller pump was being used for cardioplegia and they were using a 8:1 cardioplegia set in the pump. There were no issues with the pump, including setting occlusion, during set-up and priming. During delivery of the initial dose of cardioplegia, the ccp observed both "underspeed" and beltslip" messages on this roller pump. The pump speed seemed to slow down and then return to the set speed. The ccp stopped the pump, opened the pump lid and inspected the tubing placement. She then loosened the occlusion slightly, re-started the pump and she completed the dose. The ccp estimated there was a delay of about 30 seconds in the cardioplegia delivery of this dose, but this did not delay the surgical procedure. During one of the maintenance doses of cardioplegia, again underspeed and beltslip messages were displayed. The pump never stopped, but would slow down a little. The does was completed with a delay of 10 to 15 seconds of the cardioplegia dose but did not delay the surgical procedure. During re-warming, the cardiovascular (cv) surgeon asked for a warm dose (hot shot) of cardioplegia. During this dose, again underspeed and beltslip messages were displayed and the pump speed would slow down intermittently. Adjusting occlusion did not change the intermittent slowing down of the pump speed and delivery of this last dose was delayed. This also delayed the surgical procedure as the cv surgeon was waiting for the dose to be completed before he removed the aortic cross-clamp. With about 2/3 of the planned dose delivered, the cv surgeon elected to stop the dose and he removed the clamp. The estimated delay in the surgical procedure was about one minute. The patient was able to be weaned from cpb, without issue. The case was completed successfully with a one minute delay in the surgical procedure. There was no associated blood loss. There was no harm observed or reported.